Event description:
It was reported that surgery was delayed due to the liner not seating.

Manufacturer narrative:
The returned liner was checked dimensionally. There were features found to be out of print specification. These conditions are commonly seen after the part was used to make multiple insertion attempts and will physically change the part size. A visual investigation notes scratches are visible on the returned device.